Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. No anomalies were observed on diagnostic imaging.the rv lead was capped and replaced to resolve the event. The patient is stable.